Event description:
It was reported that the patient received an inappropriate shock. Interrogation showed the patient had atrial fibrillation and not true ventricular tachycardia. The lead is still in use based on medical judgment. No patient complications have been reported as a result of this event. The patient is part of the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.